Event description:
An ophthalmic surgeon reported that during several surgeries, a soft eye was observed during different pars planar vitrectomy with different patients. There was a delay in the intraocular pressure compensation. The tubing system was not bent and everything was connected correctly. The surgeon is not satisfied with the suction power in phaco. Patient impact is unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 crf 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).